Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge onto the pump. Initially, reloading the same cartridge did not resolve the issue, but loading a second cartridge did. The caller was able to successfully load a cartridge onto the pump and resume insulin delivery.